Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The device failed idea testing due to a downstream occlusion. Service evaluation verified the downstream occlusion. The cause was identified to be an out of adjustment downstream tubing guide depth. The downstream tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information is available.